Event description:
As reported, "the catheter fractured about 1 inch from the port itself. The pt has apparently undertaken rigorous physical activity, following port insertion. The fractured catheter has been removed." Additional information reported on 11/14/07: "port was inserted into the 1/brachial artery, the catheter was removed from the pts pulmonary artery."

Manufacturer narrative:
Product has not yet been returned for evaluation. Once, device is returned and evaluated. The amended medwatch form will be filed.